Manufacturer narrative:
Date of event is estimated. The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg permanent implant, the physician was unable to implant the device because the existing system belonged to a competitor and could not connect with the abbott device. As a result, the procedure was abandoned.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.